Event description:
Nellcor received a report where it was claimed that an npb290 pulse oximeter did not alarm. The customer also reported that the sp02 readings may not have been low enough to produce an alarm situation.